Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgical procedure and the patient's obesity. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: left 1st (superior): ifuse implant, p/n 7055-90, lot# 493585, mfd. 10/23/15, expires 2020-10, UDI (B)(4). Left 2nd (middle): ifuse implant, p/n 7045-90, lot# 493563, mfd. 09/08/15, expires 2020-09, UDI (B)(4). Left 3rd (inferior): ifuse implant, p/n 7035-90, lot# 343335, mfd. 05/05/15, expires 2020-05, UDI (B)(4). Right 1st (superior): ifuse implant, p/n 7050-90, lot# 493587, mfd. 10/22/15, expires 2020-10, UDI (B)(4). Right 2nd (middle): ifuse implant, p/n 7040-90, lot# 493593, mfd. 12/18/15, expires 2020-12, UDI (B)(4). Right 3rd (inferior): ifuse implant, p/n 7035-90, lot# 343335, mfd. 05/05/15, expires 2020-05, UDI (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2016 where three implants were placed on each side. The patient is significantly obese. The patient complained of pain after the initial procedure. The surgeon determined that there were iliac wing fractures and implant loosening possibly caused by the patient's obesity. In (B)(6) 2017, the surgeon performed a revision surgery where he removed four of the six implants. The fractures healed without further intervention.